Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified there were no loose ribbons to the lcd. All transducer calibrations were performed. The fse ran the touchscreen test and a 60 min battery run time test. The unit was rebooted multiple times with no issues. The unit passed all functional and safety checks per manufacturer specifications. The iabp was then determined to be ready for use.

Event description:
It was reported that before use cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s screen goes green every time unit is turned on. There was no patient involved

Event description:
It was reported that before use cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s screen goes green every time unit is turned on. Device booted up normal with ¿safety disk replacement is due¿. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.